Event description:
It was reported that the patient was admitted to emergency room due to neck, arm and leg pain, unknown if its device related. No further information could be obtained despite good faith efforts.